Event description:
It was reported that the patient experienced a shocking sensation when she would lie down in bed or put pressure at the implantable neurostimulator (ins) location. Impedance measurements were reported to be normal. Follow up information received indicated still had good coverage from the ins stimulation for her pain. Palpating the ins site did not cause the shocking sensation. However, palpation of her flank where the wire of her ins system was located did produce shocking and pain sensations. It was discussed that the 'compromised' extension portion of the ins system may need to be replaced. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), extension model 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).